Manufacturer narrative:
Eval result: fowler, gas spring trip.

Event description:
It was reported by service report that the fowler doesn't raise. It is unk if there was pt involvement or adverse consequences occurred.